Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: intra-abdominal seroma found during a surgery for recurrent hernia. Action taken: addressed during the surgery for the recurrent surgery. There is a possible relationship to the device. This issue was resolved on (B)(6) 2013.